Event description:
On 01/09/08, the sales rep reported that during a anterior lumbar interbody fusion (alif) the surgeon was advancing the strut and it came out of the grove and pushed through the distractor and bent the push rod. There was a 10 minute surgical delay. Additional info rec'd on 01/22/08 via telephone, the sales rep reported that the surgeon had to explant the strut and used another one to complete the case. There was no reported pt injury.

Manufacturer narrative:
Evaluation is pending upon the return of the product.